Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold and pacing impedance. An insulation breach was suspected. The lead was explanted and replaced. The patient condition was stable.